Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 8351991. Customer states that the needle hub separates. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 8351991. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of syringe found (1) syringe with no needle assemblies attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."

Event description:
It was reported that 4 syringes 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328512 batch no. 8351991. From phone call: owner found 5 from this box with needle hub separates. Caller using 3/10ml 31g 8mm, lot # 8351991 found 5 from this box. Discarded 4.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringes 0.3 ml 31ga 8 mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328512, batch no. 8351991. From phone call: owner found 5 from this box with needle hub separates. Caller using 3/10 ml 31g 8 mm, lot # 8351991 found 5 from this box. Discarded 4.